Manufacturer narrative:
It was reported that the patient has posterior knee pain since the surgery. A procedure is planned to remove scar tissue posteriorly and exchange the poly insert. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient has posterior knee pain since the surgery. A procedure is planned to remove scar tissue posteriorly and exchange the poly insert.